Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the gripper confirms the release lever and pin came off the device. The release lever was returned with the device but the pin was not. The device was manufactured in 2008. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the bottom part of the handle of the gripper fell off during surgery, outside the patient. Nothing fell into patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.